Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture and seroma-late.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown. The device remains implanted. Healthcare professional later reported "seroma" and "folds in contours".

Event description:
Healthcare professional additionally reported "signs of calcification" and "intense discomfort." Device has been explanted.

Event description:
Patient representative reported "recall", breast swelling, "fatigue" (not device related) and "pain that irradiated to the arms" (not device related).

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3, b.5, g.2.